Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately a month ago prior to contacting lfs. The patient reported blood glucose readings of "462 and 342 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. As part of the patient's diabetes regimen, the patient claimed she on insulin. Despite the alleged issue, the patient claimed she continued to dose 20 units of insulin (type unknown) the night before contacting lfs. At an unknown date/time, the patient reported she developed symptoms of "sweats and hot flashes" after the alleged issue began. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the results obtained were from the same approved sample site, and the subject meter's unit of measure was set correctly. The patient did not have the control solution to perform a quality control test. Replacement products were sent to the patient. The mss was not able to confirm whether the patient associated the alleged symptoms as high or low blood sugar symptoms or confirm whether the patient received any medical treatment after the alleged issue began. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(6) 2011: the lay user/patient's meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter passed testing with no faults found. On (B)(6) 2011 the test strips were tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified.